Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with no esc and act button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with cracked lcd window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, unresponsive keypad and had moisture damage. The customer's blood glucose reading was 148 mg/dl. The customer stated she noticed moisture in the pump, but was unable to verify, because it was unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.